Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-dec-2019 with the following findings: during investigation, the complaint regarding power issue was reported on (B)(6)/2017. According to the pump history the pump was in use until (B)(6)/2019 . Due to continued use all black box and delivery data for time of complaint has been overwritten. The black box contains data from (B)(6)2019 to (B)(6)2019 with no evidence of rebooting or power loss. The battery compartment and cap are intact . No evidence of moisture ingress. Investigation basal duration test was unable to duplicate power loss or reboot. Unrelated, the pump was returned with a torn keypad at contrast key exposing key contact . All keys responded appropriately. Additionally, the display was found to be dim/faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose on that day was 21 mmol/l with large ketones, vomiting, and symptoms of dehydration. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. A no-power issue occurring that day was reported. It was reported that the pump powered on following a battery change. Review of the pump¿s history revealed no indication the pump alarmed or warned of a low battery or to replace the battery; no unconfirmed alarms were reported to animas. This complaint is being reported because the reported health event was attributed an alleged device malfunction.